Event description:
It was reported that during a da vinci left colectomy procedure, it was observed that the vessel sealer instrument would not cut properly. On (B)(6) 2015, intuitive surgical inc., (isi) obtained the following information: there was an issue with the vessel sealer instrument not sealing. The system did not give any error messages to indicate that the instrument was not sealing and unsure if audible high pitch tones were heard. There was no tissue effect and it was not cauterizing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to confirm the alleged sealing issue. Visual inspection was conducted and there was no trouble found. The instrument grips were free of bio-debris. The conductor wire and other cables were undamaged. The instrument was placed on an in-house da vinci system for testing and it passed recognition and engagement. The instrument moved with full range of motion and successfully cut through red foam on multiple occasions. No other damage was found. Intuitive surgical inc., (isi) has conducted a device history record review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the reported incomplete sealing could cause or contribute to an adverse event, if to reoccur.